Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported during an unknown time, it was observed that the graft teeth are out of shape and bent. There was no adverse event associated with this malfunction. Due diligence is complete. There are no additional details about the malfunction available. If additional information is provided, a supplemental report will be completed and submitted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event are available.